Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where right access was gained. There was favorable xs safari wire placement with agilis steerable sheath which moved freely in the pa/sl plane. Delivery system (ds) crossing was also favorable, came in slightly atrial to systolic coaptation. Wire was noted to be frayed at the proximal end of the ds. The clinical specialist advised the team to remove the ds and replace with a new wire as they did not know if the wire would be frayed further distal within the device. Team was aware and understood but felt comfortable with the wire to continue. The handle was placed in the stabilizer and the wire was pulled to add depth. The wire was pinned, and depth was added. There was a time out at primary flex- 1.0, secondary flex- 0.5. Depth- 2.0 and flush port- 2:00. Anchors were then released, peaking anchors which added depth. Anchor release was continued and stopped just short of 90 degrees anchor release. The nosecone was pulled in and the anchor release was continued to a true 90 degree. It was then clocked septal and continued to atrial flip. Lateral leaflet was pinned and position for capture on lateral/anterior anchor. Secondary was added to lower the lateral anchor (secondary at 1) and advance to move anterior and was continued to first ventricular expansion. The nosecone was pulled and maxed out depth at 3.5. At this point leaflet capture was assessed and then a full ventricular expansion was done. The lateral anchors kept moving atrial. The team added the rest of secondary to lower anchors and advanced the system to lower anterior side to level anchor heights. The team then continued with atrial expansion. The nosecone was not pulled into the body of the valve prior to final release. Final release was then done, and began to remove depth, then flexes. Upon removal of the flexes, the team noticed that they were hooked on a locking tab. Valve was deployed with no notable pvl (paravalvular leak). Marker band was positioned behind locking ring and blue knob was at hard stop. The team went to lao to see they were hooked on a lateral/anterior locking tab. Th team then went back to rao, attempted to make maneuvers to free off the tab without avail. The wire was pushed on in an attempt to raise the inner ring off the locking tab. No other wire push had been previously attempted during procedure. At that point, effusion was seen in 2d tee and blood pressure began to drop. Pericardiocentesis was immediately prompted. Th team took the white capsule to a hard stop, to move the inner ring further beyond the inner locking ring then added depth and that freed the ds from the locking tabs, and they were able to remove the ds safely. Intervention was done to the patient with pericardiocentesis and push epi to increase blood pressure. As bp raised, added depth on ds to successfully disengage ds from valve locking tabs. As ds was removed, CPR was started. At this stage, edwards team left the room. Subsequently patient passed away about 1 hour after valve deployment. The physician felt the 10cm of wire fraying prevented him from exchanging the system for a large sheath to reinfuse blood pulled during pericardiocentesis.

Manufacturer narrative:
The complaint for resistance during device removal, difficult to remove was confirmed with objective evidence. Imaging evaluation identified evoque delivery system (ds) was not central after release of the valve and prior to retraction through valve, which confirmed resistance during device removal, difficult to remove. Hence, the root cause of this event is user error. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. The root cause for the event was identified to be inadequate guidewire management. In attempt to disengage the delivery system from the valve, significant guidewire pressure was observed. It was confirmed that the guidewire pushed into ventricular wall was the root cause of the right ventricular perforation. No manufacturing non-conformities were identified from the imaging evaluation. Furthermore, a review of the manufacturing and inspection records related to this device was completed and the results demonstrated that there were no non-conformances related to the issue observed. A pra and a CAPA were initiated to perform additional investigation into guide wire management.